Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had blurred optics. This event occurred at during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No new information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h 4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: couple charged device is broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a broken couple-charged device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.